Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4)

Event description:
An ophthalmic surgeon reported that an irrigation failure occurred and that the anterior chamber was unstable during a cataract procedure. The procedure was completed without harm to the patient. The product sample was discarded by the facility. Additional information has been requested.

Manufacturer narrative:
The consumable lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint against the identified consumable could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. For evaluation of the system, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 12, 2015. Based on qa assessment, the system met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).